Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to lead fracture, loss of capture, oversensing and total loss of sensing. Should additional information become available this file will be updated.

Manufacturer narrative:
The lead under complaint was received fragmented. Only the distal severely stretched lead part with a length of 108 cm was returned for analysis. The analysis revealed multiple signs of wear along the lead fragment. Furthermore cuts in the insulation were observed which most likely occurred during the extraction procedure. No deviations were noted which might have contributed to the reported clinical observations. As the proximal lead fragment was not returned for analysis, no further root cause analysis was feasible. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.